Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Additional information was received on (B)(6) 2016 from the patient stating that she has been "feeling out of it", since she is on so many pain medications (unspecified medication, dosage, or duration). The patient was unwilling to provide any further information at that time. Additional information has been requested but not yet received.

Manufacturer narrative:
The complaint product was not returned for evaluation. Retained product from the same lot was evaluated and all testing was found to be within specification. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. (B)(4).

Manufacturer narrative:
The product has not yet been received by the manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
It was reported by the patient that she developed acanthamoeba after using both the contact lenses along with the contact lens care solution for the first time (for both products). The patient stated that she had been a wearer of hard contact lenses for 20 years and used a different brand of contact lens care solution without any problems, and was only recently switched to soft contact lenses. After two months of using the products, she developed the infection in the left eye. Someone (unspecified) informed the patient that the infection may have come from swimming in a gym pool, which she has done for years. She noted that she did put her head under the water while wearing the contact lenses. The patient is unable to see from her left eye. She noted that she cannot see light and only sees dark. The patient stated that she will need surgery to have her eye removed (unspecified date). The patient had a corneal transplant done on 01/07/2016. At that time, the eye care professional (ecp) performed a biopsy, which is when the acanthamoeba was diagnosed. Additional information has been requested but not yet received.